Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the complication occurred after approximately five fired clips, the clip applier locked out and is unable to open. The procedure is continued with a new second ligamax from the same box in which some clips are incapable of sealing the vessel. Hence have to be taken out of the wound manually and then place a new clip. On top of clips not sealing, another clip is partially malformed. However it seals the vessel and with this second clip applier not all clips are perfectly formed so the procedure then has to be completed with a third clip applier. Only one of the first clip applier is returning for analysis. No damage to patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.